Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen of cs100 intra-aortic balloon pump (iabp) flickered during use of the device, but the device did not give an alarm and did not affect normal use. No patient was injured.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer checked the machine, replaced the video cable and the device function was restored. All functional inspections were carried out according to factory requirements, and the test results were qualified and delivered to the customer for use.

Event description:
N/a.